Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient had his artificial urinary sphincter (aus) implanted in (B)(6) 2019. Although, there was an improvement in the level of incontinence, the aus was not sufficient for the quality of life that the patient was seeking. Therefore, a revision surgery was performed to add an additional cuff. The patient is expected to fully recover.